Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.